Manufacturer narrative:
We have contacted customer to obtain further information; no information has been provided. We have reviewed our current manufacturing processes and no issues were observed. The device history record was reviewed and no issues were observed. No product returned for evaluation.

Event description:
Dr. (B)(6) had 4 recent explants due to low iop.